Event description:
Drain was cut into quadrants & placed over the frontal, temporal, and parietal lobes. It was externalized caudally. The dura was then sutured closed w/running interrupted 4-0 neurolon sutures. The dura was then sutured free of skull w/thorough soaked gelform pledgets. Drain was externalized thru a subgaleal tunnel caudally & sutured w/2-0 sutures.